Manufacturer narrative:
Additional information: b5, d9, g3, g6, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.

Event description:
During af procedure, there was an air leak noted from the valve. The issue was observed during initial insertion and there were no adverse effects to the patient. When the sheath was replaced, the issue was resolved.

Event description:
During ablation procedure, there was an air leak noted from the valve. The issue was observed during initial insertion and there were no adverse effects to the patient. When the sheath was replaced, the issue was resolved.